Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 96,189 joules during a prostate procedure. The procedure was completed with a second fiber. No pt injury.